Event description:
A port was successfully placed for chemotherapy treatment. Approximately one and a half weeks post placement the patient experienced swelling and it was noted that the catheter was leaking. The catheter was removed and another port was placed for continuation of treatment. No patient complications resulted from this event. This manufacturer is currently evaluating this device. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. As a lot number for this device was not provided, a device history search could not be performed. Therefore, company is unable to determine if the device met its specifications. Company believes user technique during access and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. Company's directions for use outline appropriate placement, access and maintenance procedures.